Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Three images were provided with the reported complaint. The first image is of the patient's right lower jaw with a swollen area of reddened and discolored skin consistent with correspondence received from sales manager, "the patient presents will cellulitis of the jaw and protrusion of the implant through the mouth of the patient. Two additional images appear to be intraoperative images. No product was returned or pictures provided; visual and dimensional evaluations count not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of all the sterile certs noted no deviations or anomalies. A definitive root cause cannot be determined for the reported protrusion of the implant through the mouth. No problem was found with the devices regarding the reported cellulitis. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Zimmer biomet (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products unknown mandible screw, part# ni, lot# ni; unknown fossa screw, part# ni, lot# ni. Report source ¿ (B)(6).

Event description:
It was reported the patient is experiencing cellulitis and protrusion of the implant through the mouth two (2) years following implantation of custom temporomandibular joint implants on the right side. A revision is planned or possibly has already occurred. Attempts have been made and no further information is available.